Manufacturer narrative:
(B)(4). The instrument (a) was received with the jaws misaligned. Upon firing of the device, eight scissor clips were fed and then, the device locked out as intended. It is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation". The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (c) was returned in its original package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # j90f8f, expiration date: 01/2017, manufacturing date: 02/2012. The analysis results found that the device (b and d) was returned in its original package with a white powder present in jaws. This material was found to be sodium stearate, which is a lubricant applied to the instrument during manufacturing process. Please note that this finding is unrelated with the event reported. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b and d additional information: batch # j90f8f, expiration date: 01/2017, manufacturing date: 02/2012.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the scissoring occurred at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the same event occurred when checking the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what type of procedure was being performed? Cholecystectomy. What type of structure was the device being fired across? Around the cholecyst. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? No information. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No information. Were any unexpected noises heard? If so, when? No information. Did anything unexpected happen prior to this incident? No.